Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-01058, 2134265-2013-01059, 2134265-2013-01060. It was reported that during a stenting treatment procedure a balloon rupture occurred. A 45cm, 6f non bsc sheath was used to obtain vascular access. The target lesion was located in the heavily diseased, moderate-severely tortuous and severely calcified left superficial femoral artery (sfa). A 300cm v-18 control wire was placed at the target lesion. An epic stent was successfully implanted at the left sfa. For post dilation a 5.0 x 100/135 sterling balloon catheter was advanced to the target lesion, and after several inflations at approximately 9-10atms, a balloon rupture occurred. The epic stent remained well positioned and apposed to the vessel wall. For additional post dilation a 6.0 x 100/135 sterling otw balloon catheter was advanced to the implanted epic stent and several inflations were successfully performed. Next, the sterling otw balloon catheter was moved to the left external iliac artery to an approximately 70% stenosed, very small, tight, focal lesion. After approximately 8 inflations at 9-10atms, a balloon rupture occurred at 10atms. The sterling otw balloon catheter was removed intact. A 7.0 x40, 135cm charger balloon catheter was advanced to the left external iliac artery and was successfully inflated. During withdrawal of the v-18 control wire, the device became stuck right around the mid portion of the charger balloon catheter which caused the catheter to buckle and misshape. The physician pushed and pulled the wire several times but was unable to remove the wire, as a result the v-18 guide wire and the charger balloon catheter were removed together as one unit. The procedure was completed and no further actions were performed. No patient complications were reported and the patient's status is listed as ok.